Event description:
Customer reportedly received results of 4.7 inr and 3.6 inr within a few minutes on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.